Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that resistance was encountered pulling back the cutting balloon to the guide catheter. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for a percutaneous coronary intervention. The cutting balloon was successfully advanced, inflated and deflated in the target lesion; however, upon removal of the cutting balloon it was noted that there was resistance withdrawing the device into the non-bsc guide catheter. The device and the guide catheter were removed as a system. The procedure was completed with a different device. There were no patient complications and the patient's status is good; however, device analysis revealed catheter entrapment on the guidewire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis with a 6fr non bsc guide catheter and a 0.014 inch guidewire. The cutting balloon catheter was wedged on the guidewire; the distal section of the guidewire was within the guidewire lumen of the catheter and was stuck. Blood and contrast media were present within the inflation lumen of the catheter indicating a device leak. Contrast media was also present within the balloon. The distal shaft of the catheter was severely stretched and kinked from approximately 24cm to 37cm from the catheter tip. The hypotube was also kinked at 31cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the device. Further testing could not be performed due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).